Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to high impedance of greater than 3000 ohms. Should additional information be received, this file will be updated.

Manufacturer narrative:
On (B)(6) 2017 this complaint was on the lv lead, not this protego lead. The lv lead has already been reported to the FDA. This file was opened in error. There are no complaints against this lead. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.